Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited more than 30 short interval counts (sic) and more than 2 non-sustained ventricular tachycardia (vt) episodes. During the replacement procedure, the surgeon found that one of the fixation threads was not wrapped on, but beside the sleeve of the lead and caused a visible constriction in the lead body. The rv lead was mechanically extracted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.